Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer. The customer declined to provide additional information regarding the issue.